Manufacturer narrative:
A product correction letter was issued on 05apr2019 to all alinity I processing module customers. The letter informs the customer of the issue of the potential loose cable connections on the reagent cooler, which could result in temperature errors and eventual reagent cooler failure. The letter instructs the customer to power off the alinity I system and contact abbott if unexpected reagent supply temperature errors are experienced, or if a burning smell or visible smoke is detected. Design changes have been made to address the issue, and part replacements will be conducted for impacted instruments.

Event description:
The customer observed message code 7012 temperature stability failed on (0) while using the alinity I processing module. The customer reported that fridge was changed, which resolved the issue. No impact to patient management was reported.